Event description:
It was reported by the manufacturer's representative that, the patient underwent a transurethral needle ablation of the prostate procedure with no problems or complications reported at the time of the procedure. The patient was sent home following the procedure. The patient was reported to have expired two days later. No further information has been made available from the health care professional despite numerous attempts.